Manufacturer narrative:
The product did not return for analysis; the device remains implanted. The condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The root cause cannot be determined. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported two glaucoma filtration devices were implanted approximately three months apart. The pt developed bullous keratopathy and a transplant of endothelial cells was performed. Two shunts remain implanted in the eye and the position of the shunts are stable. There are two medical device reports for this event. This report is for the second shunt implanted.